Event description:
The customer contacted physio-control to report that their device will not power off with battery in unit which may indicate it is missing the lid magnet. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The initial medwatch report indicated: b5 the customer contacted physio-control to report that their device will not power off with battery in unit which may indicate it is missing the lid magnet. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event. H6 device code grid: detachment of device or device component h6 method code grid: analysis of production records h6 results code grid: mechanical problem identified h6 conclusion code grid: cause traced to component failure h7 recall h9 3015876-01/14/2021-001-c h10/11 the device was not returned to physio-control for evaluation. The customer was provided a replacement device. An engineering investigation has determined that due to the design of the lcpr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet. The initial medwatch report should indicate: b5 the customer contacted physio-control to report that their device will not power off with battery in unit. In this state the device may not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event. H6 device code grid: failure to sense. H6 method code grid: device not returned. H6 results code grid: no findings available. H6 conclusion code grid: cause not established. H7 blank. H9 blank. H10/11. The device was not returned to physio-control for evaluation. The customer was provided a replacement device. The cause of the reported issue could not be determined.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The customer was provided a replacement device. An engineering investigation has determined that due to the design of the lcpr2 lid switch, absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. This will reduce the life of the battery. Therefore, the reported issue, the loss of lid/lid magnet, is associated with two hazardous situations: opening the lid does not turn on the device, and, higher than intended current draw while the device is in standby mode results in a prematurely depleted the battery. Replacement of the device lid so that the magnet is present in the device allows the lid switch to function as designed; turning on/off the device when the lid is opened and preventing current draw when the device lid is closed. The lpcr2 operating instructions has been updated to include additional troubleshooting tips to direct the customer to act when device behavior indicates the lid magnet may be missing. A new warning informs the customer of the risk associated with a missing magnet.

Event description:
The customer contacted physio-control to report that their device will not power off with battery in unit which may indicate it is missing the lid magnet. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.